Event description:
A pt reported blood glucose results of "30 mg/dl, 11 mg/dl, and 322 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter, test strips, and control solution were replaced.